Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had notified their managing physician about the loss of stimulation and high impedances, and they had the following appointment dates: (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. The circumstances that led to the reported issue were stated as they weren¿t doing anything different. The consumer had surgery scheduled for (B)(6) 2016 for a revision of the leads. The issue wasn¿t yet resolved but soon.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3998, lot # v415288, implanted: (B)(6) 2011, product type lead.

Event description:
A patient reported via manufacturer representative that they lost stimulation about a week prior to the date of this report. The patient reported that they turned their setting up to 10.5v and felt no stimulation. No environmental or external factors that may have led or contributed to the issue were reported, and the patient denied any falls. Impedance tests showed electrode 2 to have high impedances. The manufacturer representative tried to program without electrode 2, but the patient either felt no stimulation or stimulation in the opposite side. The patient was to follow up with their healthcare provider (hcp) the following week to get an x-ray of their lead before that appointment. The issue wasn¿t resolved at the time of the report. Indications for use are spinal pain and complex regional pain syndrome type I. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.